Event description:
The port was placed via subclavian vein. On 10/29/96 for infusion of chemo. When the drugs were infused via pump, the alarm sounded, the pt's incision was reopened and the port was found to be partially dislodged. The port was removed and replaced.